Event description:
Patient arrived to ed on [redacted date] for removal of staples that had been placed a week ago. During staple removal, a staple became twisted and buried. Staple remover was lined up with the staple appropriately, but the remover would not cut the staple.